Event description:
It was reported that during cholecystectomy, the device was locked and the clip could not come out. Another device was used to complete the case. There were no adverse consequences to the patient. Device will be returned.

Manufacturer narrative:
Date sent: 11/02/2007. Eval summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clips due to the cam condition. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.